Event description:
A malfunction alarm occurred, identified as malf 9, prior to any notable events. Customer¿s blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and contact support if the issue happens again.